Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse decontaminated the system, and replaced the di water line assembly and degasser. He also replaced all ise electrodes and the carbon bridge. The fse also performed preventive maintenance activities. (B)(4).

Event description:
The dxc 800 generated a false high potassium (k) result of 7.1 mmol/l for 1 patient sample. The result was not reported out of the lab. The sample was repeated on another dxc instrument with a result of 6.0 and 5.7 mmol/l. The value 6.0 mmol/l was reported. The patient is a (B)(6) year old male. The customer stated that the dxc had also intermittently been suppressing k results with sample reference drift errors. The sample immediately preceding this sample was suppressed. Quality controls (qc) prior to the event were within lab-established ranges. After the event, qc recovered high, > 3 s.d.